Event description:
Procedure: nephrectomy. According to the reporter: when the device was opened, the metal part came off of the tip of the device. The part did not fall into the pt's cavity. There was no additional bleeding and/or tissue damaged. Operating room time was not extended more than 30 mins. No pt info available.

Manufacturer narrative:
(B)(4)